Event description:
Customer reported that his insulin pump and sensor was not communicating with one another. He stated that he had received several calibration error alerts, even after changing his sensor site. The customer also reported several low alert warnings. He stated that his blood glucose would be as low as 50 mg/dl and high as 350 mg/dl. The customer stated he was on manual injections to control his blood glucose. He also believed the insulin pump was not delivering insulin, as he would often crash from having low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.